Manufacturer narrative:
The manufacturer previously reported received an issue related to a bipap device's sound abatement foam became degraded and allegedly caused the patient to have nausea, headaches and declining health. The patient has deceased. The device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be file.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused death, nausea, headaches and declining health. The patient's family member did not report the patient receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.